Event description:
It was reported that a caucasian female patient underwent a primary breast reconstruction with an 800cc and a 300cc mentor memorygel breast implant and experienced generalized illness symptoms including defused aches, brain fog, back pain, and pulling sensation post-operatively. As a result, the patient underwent explantation on (B)(6) 2021. This report is for the left side device.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 10, 2022, mentor received additional information regarding the date of event and patient's age. The date of event has been updated to (B)(6) 2021. The patient's age has been updated to 78 years old. In addition, mentor also received additional information that the left breast implant was not explanted. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Manufacturer¿s reference number: (B)(4).